Event description:
It was reported that during an unknown open procedure, the third reload could not be inserted into the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. Additional questions asked: on what tissue type was the device used? At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3rd. If echelon, during which stroke did the event occur? Na. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Na. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Na. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Na. Was there any difficulty removing the device from the tissue? Na. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that one device was returned with no visual non-conformances and with a reload pan found lodge inside the channel preventing additional cartridge reloading. The pan was removed from the channel and the device was tested for functionality in the straight and articulated positions with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed without difficulties. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.